Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the septum. The following information was provided by the initial reporter: after the puncture was successful, the blood was leaked at the septum.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/1/2021. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. Upon inspection of the device, it was observed dried blood was present between the canister and winged adapter walls this is not an expected occurrence in properly functioning devices and indicates leakage occurred. The reported defect was confirmed. Microscopic inspection and dissection of the unit was performed. It was found that the base of the canister was damaged and the primary septum was not positioned correctly, creating a flow path for media. Based on the location of the damage, the defect can be linked to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced leakage at the septum. The following information was provided by the initial reporter: after the puncture was successful, the blood was leaked at the septum.